Event description:
Reference MDR #1219856-2010-00390 for the first event involving the same patient. It was reported that while in the operating room the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab into the existing sheath which was inserted into the patient's left femoral artery. The iab became stuck in the sheath and at this point the md removed the sheath and the iab as one unit. A third iab was prepped and inserted over the spring wire guide (swg) and through a newly inserted sheath successfully. After the insertion of the iab, the patient went into the cardiovascular intensive care unit (cvicu). There was no reported patient death or serious injury. There was no reported medical or surgical intervention. The delay in therapy was a few minutes, 1 or 2 minutes. The patient outcome is listed as "went to the cvicu."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if information becomes available.